Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient's poly disassociated. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The revision reported may have been due to disassembly between the humeral liner and humeral tray. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.